Event description:
Same case as MFR #'s: 2030404-2012-00172, 3005188751-2012-00170, 3005188751-2012-00169. It was reported that a left atrial ablation procedure for a re-entrant atrial flutter, the pt developed a pericardial effusion. A 7f livewire duo deca catheter was placed into the coronary sinus through a non-sjm introducer. A 6f supreme ep catheter was placed in the right ventricle through a non-sjm 6f introducer. A view flex catheter was placed in the right atrium through a 10f non-sjm introducer. Transseptal puncture was performed using the across transseptal access system. A safire blu ablation catheter was then inserted into the left atrium and used for mapping with the ensite velocity system. Ablation was performed using the safire blu catheter and a sjm t9 generator for a total of 264 seconds of rf application with generator settings of 20 watts and 33 degrees celsius. The physician was unable to reach the area of the left atrial roof with the safire catheter and subsequently replaced it with a non-sjm ablation catheter. When placing the catheter into the left atrium the physician noted that the pt had become hypotensive. Echocardiogram revealed a pericardial effusion. All catheters were then removed from the pt, protamine was administered, and a pericardiocentesis was performed, removing 500 cc of fluid from the pericardium. The pt was transferred to the ICU in stable condition.

Manufacturer narrative:
We are in the process of evaluating this device. When it is completed a f/u report will be submitted.